Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked in the seam at the top left corner. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : device manufactured between: june 14, 2018 to june 15, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photograph revealed a leak on the left edge of the bag. The reported problem was verified. No functional test was performed due to the nature of the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.this issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.